Event description:
No further information regarding the patient's history of stroke could be provided due to the hospital's patient privacy policy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cerebrovascular accident (cva) could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including the applicable sterilization and packaging documentation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists infection (localized, driveline, pump pocket or pseudo pocket) and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including controlling infection. The heartmate 3 lvas patient handbook (rev. D). Is also currently available. This document contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a culture taken deep in their wound which showed a staphylococcus aureus infection. The patient was given intravenous antibiotics and a peripherally inserted central catheter (PICC) line would be inserted to continue antibiotic treatment at home. It was additionally reported that the patient had a history of stroke.

Manufacturer narrative:
History of stroke/cva was reported by the customer but there was no indication or evidence that the onset was post-lvad implant. Additional information was requested but not yet provided. The onset of the patient's infection is reported under MFR #: 2916596-2022-12595. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.